Event description:
A malfunction alarm was reported. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing pump reset information and helped in resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump while being instructed to reach out again if the issue reappeared. The customer understood and agreed with the instructions.